Manufacturer narrative:
The hydrus microstent remains in-situ and is not available for evaluation. The device history records were reviewed for this manufacturing lot and all released product met specification. Microstent-iris touch, steroid induced iop elevation , and ocular inflammation are listed in the device labeling as potential adverse events. Manufacturer reference #: (B)(4).

Event description:
A patient with mild primary open angle glaucoma underwent uneventful cataract surgery with hydrus microstent implantation on (B)(6) 2021. On 1-day postoperative exam, iop was 10 mmhg with 1+ anterior chamber cell which resolved by 1-month visit. Elevated iop was observed within the first month postoperatively, which subsided after discontinuation of steroids. The patient experienced a chronic low-grade uveitis and at 3-month follow-up, iop was 13mmhg on a nonsteroidal anti-inflammatory medication and ac was deep and quiet. Ten months later, the surgeon reported the microstent inlet touching the iris causing the chronic low-grade uveitis. Steroid treatment was initiated along with the re-initiation of glaucoma medications. At last exam on (B)(6) 2022, the patient's vision was 20/20, iop was well-controlled and uveitis resolved.